Event description:
It was reported to the aci sales professional that a (B) (6) female pt with a history of retroperitoneal bleeding underwent a diagnostic catheterization procedure for femoral artery closure (exact date of procedure unk). Multiple attempts to gain access through the right groin were unsuccessful; therefore, access was gained through the left groin. The location of the stick was described as "medium high" and there was report of peripheral vascular disease (pvd) in the vicinity of the puncture site. It was reported that sometime post procedure, the pt became hypotensive and complained of "belly" pain. A retroperitoneal bleed was diagnosed on the left side and the pt received 2 units of blood. The pt was taken to surgery and a pseudoaneurysm (unrelated to mynx) was repaired on the right side and the source of the retroperitoneal bleed on the left side was repaired surgically (details unk). The pt was kept for observation and was discharged on (B) (6) 2010 without further issues.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the limited info provided and no returned device for physical investigation, the cause of the reported retroperitoneal bleed could not be determined. However, it was reported that the pt had a history of retroperitoneal bleeding. In addition, there was report of peripheral vascular disease in the vicinity of the puncture site. Per the mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with peripheral vascular disease in the vicinity of the puncture site. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per instructions for use. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.